Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ saf-t-intima leaked at the joint connection and extension tube sites.

Event description:
It was reported that a bd¿ saf-t-intima leaked at the joint connection and extension tube sites.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8057575. Our records show that this is the only instance of leakage occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , leakage testing was performed on the device submitted for by your facility. The results from these tests were unable to identify any leaks under the expected parameters for proper device usage. Unfortunately without duplicating the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.